Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelo survey that the patient had an infection at the cgm site and had to seek medication attention. The patient's whole arm swelled up with infection and was on antibiotics. Prior to inserting the biosensor, the area was cleaned as directed. Two days after insertion, the device stopped working and the infection was discovered. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional customer or event information is available.